Event description:
It was reported that this right atrial (ra) lead exhibited noise that was seen on electrogram (egm) which was not detected by the device. The atrial lead was set to unipolar pacing and bipolar sensing and sensitivity was set to 0.25 mv. There was no reprogramming performed as the presenting egm showed that the device was operating as programmed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).